Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they woke up with the insulin pump off and noticed that they received an off no power alarm. Customer stated that they did not receive a low battery alert prior to the off no power alarm. Customer's blood glucose reading at the time of the call was 4.1 mmol/l. Nothing further was reported.